Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure there was an issue to inflate the fox sv balloon, only the ends inflated like a dogbone. After full inflation, the balloon ruptured at 14 bar. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.